Event description:
During a navigation procedure the tip of the device broke off. There was no patient involvement or significant procedural delays associated with the event.

Event description:
During a navigation procedure the tip of the device broke off. There was no patient involvement or significant procedural delays associated with the event.